Event description:
The catheter was inserted into the patient's body and the right heart pressures were recorded. The port was connected and the reading was irregular. The cardiologist requested a new cable to check the device. The cable did not make a difference; so the catheter was removed from the patient. There was no patient harm.